Event description:
New information received notes the lead was capped and replaced.

Event description:
It was reported that during a routine follow-up, gradual increase in impedance was observed. X-ray revealed that the lead was under tension in the header area. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.